Manufacturer narrative:
The reusable tibial impactor tip broke during use at the point where the tip connects to the impactor handle. The surgeon was able to proceed with surgery with no adverse effects. Review of inspection records for the affected lot indicates that the devices was manufactured to specification.

Event description:
The reusable tibial impactor tip broke during use at the point where the tip connects to the impactor handle. The surgeon was able to proceed with surgery with no adverse effects.